Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6)). The investigation determined that the kit cap-g/ctm hiv-1 v2.0 expt-ivd assay performed within specifications, and no product issue was identified. The raw data provided did not indicate any anomalies; however, the sample ID for the alleged sample was not available for further analysis. Subject matter experts suggested several potential explanations for the discrepant results, including the possibility of the patient being an elite suppressor, an hiv-2 infection, pre-analytical sample issues, or a false positive serology result. It was noted that false positive serology results have been reported in patients undergoing hemodialysis. Additionally, the assay is intended to be used in conjunction with clinical presentation and other laboratory markers for the clinical management of hiv-1 group m and hiv-1 group o infections. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged a false negative result with the kit cap-g/ctm hiv-1 v2.0 expt-ivd assay on the cobas ampliprep instrument. The patient was diagnosed as hiv antibody positive through serology testing, including enzyme-linked immunosorbent assay (elisa) in (B)(6) 2022 and western blot. However, nucleic acid testing (nat) conducted twice on the roche platform and once on a local competitor platform produced negative results. The patient was not reported to have received any hiv-related treatments.